Event description:
A pt reported experiencing inaccurate high results with a smartscan (ft) meter. The pt's blood glucose results were 156mg/dl and the lab result was 97mg/dl. Both tests were venous samples. Tests were done within 10 mins with a difference of 59mg/dl. Pt did not experience any adverse events. No further info has been reported. Note: the ft meter is not cleared for venous samples, and will result in inaccurate results.